Event description:
It was reported the er320 was used during an unknown procedure. It was reported by the rep the device misfired. Another er320 was opened to complete the case. There was no pt consequence.